Manufacturer narrative:
One device was returned for repair with complaint concerning an error message. Review of service history found no repairs in the last 13 months. Alarm history reviewed and found no errors other than primary customers complaint. Visual/functional testing was performed. The pump¿s bottom case was cracked and replaced. The error displayed was a pharmguard error. The error was attributed to the memory alarm history needing to be dumped onto pharmguard to free up space on the eeprom. A third-party battery was also found and replaced. The pump shipped with 5.0.0 and was updated to 6.0.3. The pump passed all performance verification testing.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump showed two errors; 'clutch/plunger level" .9840ml; and "system failure-primary audible alarm." There was no patient involvement.